Event description:
Further information was received that indicated the device was unable to be reprogrammed via a manual guided reset. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was unable to be interrogated. It was determined that the patient recently received a computed tomography (CT) scan and underwent laser treatment on the right shoulder. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).